Event description:
The customer reported that the sys stopped and then would not come back on. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.